Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer removed their sensor and saw that there was no electrode on it. The patient's blood glucose at the time of incident was 160 mg/dl. The sensor was not returned or replaced.